Event description:
Related manufacturer reference number: (B)(4). It was reported the patient presented for implant procedure. During surgery, it was discovered the atrial lead exhibited a breach of insulation. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation breach was not confirmed. A complete lead was returned for analysis. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.